Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the right ventricular lead. Patient experienced syncope due to lack of capture. X-ray was performed revealing the rv lead was pulled back and dislodged near the tricuspid valve, and the right atrial lead was also pulled back. It was noted that due to the amount of fat tissue, the device had slid down in the chest causing the leads to shift position. The device and both leads were repositioned. Patient was stable throughout.